Manufacturer narrative:
(B)(4). (B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
A customer reported an issue with the display on their precision xtra blood glucose meter. Upon product investigation, it was discovered the meter exhibited a display issue. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
It was reported that during a gastric bypass procedure, the bladeless trocar leaked extensively. The surgeon had to open new trocars to complete the procedure. There were no adverse consequences for the patient.